Manufacturer narrative:
(B)(4).

Event description:
According to the reporter:valve was broken and would not seal, kept losing co2. Obturator did not come out of the trocar smoothly. The current patient status is unknown. The event did not result in an unintended colostomy, formal laparotomy, re-operation or any other extensive procedure. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).